Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the battery was dead and near eri. The physician reported that the patient was elderly and incapable of charging. The physician requested ins replacement with a non-rechargeable battery. The patient was not capable of charging or sitting for prolonged periods of time to do a trickle charge. Surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient had a loss of stimulation and wasn¿t feeling stimulation. During the call with the manufacturer on (B)(6) 2017, the patient got poor communication with the programmer even when it was on her skin. The patient was redirected to a healthcare professional (hcp), but did not have a managing hcp so she was provided with physician listings. Additional information was received from the patient. It was reported that she turned her ins and the poor communication was because they didn¿t know where to start searching for help. The patient stated that the cause of the issue was their fault. It was noted that they have been working with a manufacturer representative to continue to resolve the issue. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported that their weight was (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.